Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: vedr01, ipg; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented feeling weak and with bradyarrhythmia. The patients implantable pulse generator (ipg) was at end of life (eol) with a high battery impedance and "non-functioning." The device was removed and replaced. During the changeout procedure it was discovered the right ventricular (rv) lead was inducing diaphragmatic stimulation, and the right atrial (ra) lead was exhibiting poor sensing. The rv lead was capped and replaced. The ra lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.